Manufacturer narrative:
Additional narrative: there was no known reported patient involvement associated with the complained event. Date of event is unknown. Additional device product code: fsm. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for part # 03.221.011, lot # 9798579: manufacturing location: (B)(4), manufacturing date: 05-april- 2016: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that both sleeve ends of a cerclage passer do not fit or close properly. It is unknown when the issue occurred or when it was detected, but there was no patient involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation confirmed that the tips from the instrument plier are deformed. The document review for material and production showed that the instrument has been produced in (B)(6) 2016 and meets specification. Furthermore these instruments underwent a 100% functional inspection before leaving the plant. Without any further details afterwards it is unfortunately not possible to detect the cause for this deformation. In general we would like to indicate within insertion and closing of the loop instruments exceeding force has to avoid elsewise deformation of the tubes brings forward. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.